Manufacturer narrative:
The impella device investigation is underway. Upon completion of our analysis, a supplemental report will be filed. This report is being filed as part of a retrospective review of historical records.

Event description:
The user facility reported a patient noted as high risk percutaneous coronary intervention was implanted with an impella cp device for mechanical circulatory support. While on support, the impella cp exhibited low flow, and the physician tried to reposition the device without success. The physician decided to explant the device and replace it with a new impella cp. It was reported that the patient survived the procedure.

Manufacturer narrative:
The investigation for the reported low pump flow issue has been completed. The device passed all post-sterile inspection checks. The impella device was not received from the customer nor was clinical information provided sufficient to determine the root cause. Therefore, the root cause of the reported issue could not be determined. This report is being filed as part of a retrospective review of historical records.